Manufacturer narrative:
D4 - the primary UDI number in d4 is reflective of all currently available information no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the customer reports oxidation on the system controller white power cable bend relief. No alarms were associated with the event. The system controller would be replaced at the patient's next appointment along side a catheterization. The system controller and modular cable were exchanged as the modular cable was found to be squishy and to have egress of oxidation.